Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 26mg/dl. It was stated that the customer was involved in a car accident and he was the driver. It was stated that the customer was no sure the exact day of his admission. The customer stated that he was experiencing low glucose for the past couple of days. The customer's most recent glucose reading was 242mg/dl. It was stated that the customer was not connected during priming. No further information was provided.